Manufacturer narrative:
Follow-up submitted as further investigation determined foot end was stuck at low height. This will result in caregiver annoyance since foot end was stuck at low height. Additionally, it is not likely to harm the patient as this will result in caregiver annoyance only, as the low height is optimal for CPR administration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur. No functions were affected and no exposed sharp edges were created. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the foot end of bed would not lower due to damaged lift sensor coil cable and it was also reported that lift coupler was stripped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the foot end of bed would not lower due to damaged lift sensor coil cable and it was also reported that lift coupler was stripped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.